Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported that the tip of a locking screw inserter broke intra-operatively. The tip of the locking screw remains in the patient. (Related to 3004774118-2019-00050).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The inner shaft was returned, visually and microscopically inspected. Upon review of the part, it was observed that the distal tip was sheared at the threaded component. Analysis of the fracture face indicates that the failure occurred in torsion. Due to the rigidity of titanium cages, impaction/rotation forces during implantation are directly applied to the inner shaft. Rotation of the implant while engaged to the inner shaft may have compounded forces at the joint of the threads.

Event description:
On (B)(6) 2019 it was reported that the tip of a locking screw inserter bent/twisted intra-operatively.( related to 3004774118-2019-00050)